Event description:
A nurse reported, the unit went down in pulse mode in the middle of the case. The pt was still on the table. There was a one hour delay while another machine was borrowed from another facility. The case was then completed as usual. There was no pt injury. No add'l info is expected.

Manufacturer narrative:
A company service rep checked the system, found a cracked touch panel, but could not duplicate reported problem. Advised customer of repair options, but customer elected not to repair this unit.